Event description:
The following has been reported by customer: device display blank and red lights flashing on power up. Replaced display assembly. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, it was noticed that the preventive maintenance was overdue. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.